Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during infusion, there was a small blood leak due to broken venous connector. There was no patient injury, medical intervention, or adverse reaction was associated with this event.